Event description:
It was reported that while using kit flu a+b 30 test physician veritor 2 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. There was no lot number documented in the submission of this complaint; therefore no internal investigations can be performed and the issue cannot be confirmed. No returns were received to investigate. The investigation did not find a root cause for the false positive results reported. In a follow-up, customer indicated that the issue was resolved by vortexing the specimen and running the specimen without delay. Bd cannot confirm the complaint based on the investigation that was performed. Bd point of care will continue to closely monitor for trends associated with false positive when using the kit flu a+b 30 test physician veritor (ref# 256045). There was no corrective action taken at this time. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using kit flu a+b 30 test physician veritor 2 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.